Event description:
Portion of attachment disintegrated during craniotomy procedure for tumor excision. Metal flakes were shed from the attachment and entered the patient wound site. Surgeon reported that metal flakes remained in patient's skull following surgery. On follow up it was reported that additional irrigation was used to flush the wound site. Post-operative x-ray was taken. Small visible fleck of metal present. Surgeon chose not to remove particle, due to small size. No patient impact expected.

Manufacturer narrative:
Findings: report was confirmed by evaluation. The bearing in the attachment has come apart, causing the metal flaking. There is product labeling related to this type of event. The legend pneumatic system IFU on page 3 warns "do not use legend system components, if damage is apparent or if components do not run properly. The legend system must be inspected for damage, prior to each use. Check attachments for proper appearance. Install attachment and dissecting tool, then briefly run motor. Check attachment for overheating. Check dissecting tool for flail." In addition, the legend pneumatic system IFU on page 3 instructs as follows: "legend motors or legend attachments which fail, due to extended use may as a result of such failing allow a component to detach and fall from the motor or attachment and may cause patient injury." In addition, the legend pneumatic system IFU on page 4 instructs as follows: "do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged. If a legend attachment requires servicing or refurbishing, return attachment to medtronic midas rex." The preventive maintenance/service manual for the legend system specifies service intervals for attachments based on the hospital usage level. Based on the usage level of this account this attachment should receive factory level service on an annual basis. Attachment has been in use for approximately 15 months. There is no record of factory service for this device during this period.